Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent removal/revision on (B)(6) 2011 due to exposed mesh at the vaginal apex. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 concurrently with abdominal sacrocolpopexy (mersilene mesh), cystoscopy, and bilateral salpingo-oophorectomy due to vaginal vault prolapse, stress urinary incontinence, fecal incontinence, and urethral hypermobility.

Manufacturer narrative:
Date sent to FDA: 06/16/2016 additional information: age/date of birth.